Event description:
The customer's mother reported via phone call that the patient insulin pump got lost. Customer's blood glucose was 500 mg/dl. The customer's mother stated that patient was swimming at the lake and had her device off. The customer does not have the device when her blood glucose was high. The customer was advised to go to the urgent care but mother felt that she could handle it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.